Event description:
It was reported that during the clinical trial procedure, the patient was undergoing treatment in the left internal carotid artery for an ophthalmic carotid aneurysm. During the procedure, it was necessary to perform an exchange maneuver by switching from the subject guide wire to a longer guide wire because the subject guide wire was unable to cross the aneurysmal neck and systematically fell into the aneurysm sac. To overcome this difficulty, a small competitor guide catheter was used to enter the aneurysm and then to come out distally. The exchange maneuver therefore consisted of replacing the small competitor guide catheter with the longer guide wire which was mounted in its place. The longer guide wire was positioned distally from the artery (m3 segment of the left middle cerebral artery) in order to have the necessary support to replace it with a micro catheter. The micro catheter was required for the installation of the flow diverter. The end of the longer guide wire placed distally was the cause of the reported vessel dissection in the distal sylvian artery and resulting subarachnoid hemorrhage that occurred during the operation. The physician reported that the event was not due to a malfunction of either the flow diverter or the other devices. The vessel dissection and subarachnoid hemorrhage were treated successfully with a coil. This event resulted in a prolonged procedure which had no clinical consequences to the patient. The patient was discharged from the hospital 2 days after initially scheduled for discharge and was reported to have been doing well. No other information is available.

Manufacturer narrative:
The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. There are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the clinical trial procedure, the patient was undergoing treatment in the left internal carotid artery for an ophthalmic carotid aneurysm. During the procedure, it was necessary to perform an exchange maneuver by switching from the subject guide wire to a longer guide wire because the subject guide wire was unable to cross the aneurysmal neck and systematically fell into the aneurysm sac. To overcome this difficulty, a small competitor guide catheter was used to enter the aneurysm and then to come out distally. The exchange maneuver therefore consisted of replacing the small competitor guide catheter with the longer guide wire which was mounted in its place. The longer guide wire was positioned distally from the artery (m3 segment of the left middle cerebral artery) in order to have the necessary support to replace it with a micro catheter. The micro catheter was required for the installation of the flow diverter. The end of the longer guide wire placed distally was the cause of the reported vessel dissection in the distal sylvian artery and resulting subarachnoid hemorrhage that occurred during the operation. The physician reported that the event was not due to a malfunction of either the flow diverter or the other devices. The vessel dissection and subarachnoid hemorrhage were treated successfully with a coil. This event resulted in a prolonged procedure which had no clinical consequences to the patient. The patient was discharged from the hospital 2 days after initially scheduled for discharge and was reported to have been doing well. No other information is available.